Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and debris on the lens. Visual inspection found the haptic torn and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - reported as lens remains implanted - lens was removed and exchanged for a longer length lens on (B)(6) 2020. Problem resolved. Cause of the event is reported as unknown. Reportedly, "patient is happy." D6b - (B)(6) 2020. H6- health effect impact code - reported as 2199 - update to 4629. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -08.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Low vault was observed. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.